Event description:
It was reported that the pt can only turn on stimulation with the magnet. Pt was recently in the hosp for pancreatitis. Pt turned off device prior to being admitted. When the pt left the hosp, and turned back on the ipg with the magnet, it would no longer communicate with the programmer or charger. The pt tried 2 other charging systems with the same results.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.